Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the lower portion of the device touchscreen does not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the lower portion of the device touchscreen did not respond and the keys were out of alignment. The probable cause was due to contamination on the lower left and right bottom corner of the touchscreen and front bezel due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.